Event description:
It was reported that during the photovaporization of the prostate procedure, errors 171 and 820 displayed. Due to this, the procedure could not be completed. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that during the photovaporization of the prostate procedure, errors 171 and 820 displayed. Due to this, the procedure could not be completed. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.